Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 2/12/2018, electrode belt: 5/8/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home at the time of passing. Review of the download data revealed that the patient received 10 inappropriate treatments on the day of passing. From 11:54:11 pm on (B)(6) 2019 to 12:14:30 am on (B)(6) 2019, the patient received 10 inappropriate shocks. The patient's rhythm at the time of all of the treatments was asystole, and the post-shock rhythm for all of the treatments was asystole. Low amplitude cardiac signal oversensing and intermittent cardiac activity contributed to the false detection. The response buttons were not pressed during the event. The patient's monitor was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to the patient's passing.